Event description:
It was reported that during a procedure, a map shift occurred. It was recognized because in the merge procedure the catheter was 1.5 cm outside the atrium. No reference movement error message appeared on the system. The physician reported that the patient moved slightly before the shift occurred. A new map was created. The procedure was completed successfully. No patient injury was reported. The cali values were checked and they were found to be in range.